Event description:
It was reported that there was an issue with the pump's touchscreen responsiveness, specifically that the screen was frozen and not responding to input. There was no adverse impact to the customer's blood glucose level. The customer performed a pump reset as advised by technical support, which resolved the issue, allowing the touchscreen to function normally again.